Event description:
The latex-free purewick and latex-containing purewick are almost identical. The only identifier is on the outer package and once it is opened, the user cannot tell the difference. This is a safety concern for caring for patients with latex allergies.